Manufacturer narrative:
One certain® bellatek® encode® healing abutment was returned for inspection with the corresponding screw. Visual inspection revealed wear from use about the surface and threads of the screw. Product was functionally tested and found to seat correctly with a mating implant. Complaint is unconfirmed. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of the certain® bellatek® encode® healing abutment, it is recommended to torque the corresponding screw at 20ncm. Complaint indicates the healing abutment would not seat. The alleged event was unconfirmed during inspection. A root cause for the complaint could not be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The doctor reported that the healing abutment (ieha454) would not connect properly to the implant. A different healing abutment was placed.